Event description:
Related manufacturer reference number: 2017865-2023-02770. During a clinic follow-up, episodes of far-field r wave oversensing were observed. It was unknown if these episodes were due to the device or the right atrial (ra) lead. Technical support was contacted, but no intervention has been performed. At this time, the patient was stable and will continue to be monitored.

Event description:
Additional information was provided that diagnostic imaging was performed, but no abnormalities were revealed. The device was reprogrammed to resolve the event. The patient was stable.

Event description:
Additional information was received that additional episodes of oversensing were observed. No intervention has been performed at this time.